Event description:
The manufacturer received information from a third party service center alleging a ventilator would not work on ac power. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the device's power supply was observed. The device's power supply was replaced to address the issue.